Manufacturer narrative:
Approximate age of device ¿ 2 years and 9 months. The pump was not returned for evaluation as it was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It reported that on (B)(6) 2016, the patient went into the hospital and decompensated quickly, and expired due to heart failure. The health professionals did not feel the patient's death was related to the pump.

Manufacturer narrative:
The pump was not explanted and therefore not available for investigation. A correlation between the device and patient¿s outcome could not be conclusively determined. It was reported that the patient expired due to heart failure and the hospital staff did not believe the patient¿s death was related to the pump. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.